Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified right coronary artery. The vessel was pre-dilated and a 3.0x28mm xience sierra was deployed. After posted dilatation with a 3.0x12mm non-compliant balloon a dissection in the proximal edge of the stent was noted. A new 3.0x12mm xience sierra was used to treat the dissection. There was good timi iii flow. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of dissection are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.